Event description:
It was reported that the ilet pump¿s touchscreen was cracked, though the pump continued to function, and the family inquired about replacement; the event aligns with a device component issue involving the touchscreen and a device problem categorized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.